Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: review of the black box data revealed no evidence of time/date reset, no activity outside of normal use is observed. On investigation, no errors, alarms or warnings occurred. The pump was exercised for 24 hours; the time and date reset to default setting after four hours of power on reset. The pump was opened for investigation and revealed the internal clock battery was corroded. Unrelated to the original complaint, the display was found to be discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).